Manufacturer narrative:
(B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. Additional information indicated that the suspected cause for high pacing thresholds was lead dislodgement. The lv lead was explanted and replaced. No additional adverse patient effects were reported.